Event description:
It was reported that during a laparoscopic sigmoidectomy, the device was used to anastomose between the colon and the rectum. The target tissue had been cut with ec60a (probably the cartridge color was gold) and then, the target tissue was fired with the reported device in double stapling technique. The doctor felt a difficulty in firing. Also, it had a difficulty in removing the device from the patient. Somehow, the device could be removed. As leak was not confirmed at leak test, the procedure was completed. On the next day, the drainage of fluid became cloudy. Because leak was suspected, reoperation was performed. The leak site was unknown, and also there was no information how the leak was repaired. The doctor commented that the washer seemed to have been on the instrument side not the anvil side before use. Additional information has been requested.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The surgery was laparoscopic sigmoidectomy. The device was used to anastomose between the colon and the rectum. The target tissue had been cut with (B)(4) (probably the cartridge color was gold) and then, the target tissue was fired with the reported device in double stapling technique. The doctor felt a difficulty in firing. Also, it had a difficulty in removing the device from the patient. Somehow, the device could be removed. When visual observation were performed, it was confirmed that all circumference of the anastomosis site were not stapled and the deployed staples were malformed. Therefore the ileostomy was performed. After (B)(6), the drainage of fluid became cloudy. Because leak was suspected, intraperitoneal irrigation was performed. The leak site was unknown. The patient was getting well after the operation. The patient had already left the hospital but we have no detailed information about the date of discharge. The doctor commented as follows; the doughnut was not complete. The washer seemed to have been on the instrument side not the anvil side before use. The patient was (B)(6).

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2011. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.